Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3387s-40, lot #: va1yyz9, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI #: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-oct-2021, UDI #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. An infection was reported. The source of the infection was unknown. The entire system was explanted and the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.